Manufacturer narrative:
Explant date: (B)(6) 2014. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 16923617/16923617.

Event description:
It was reported that the patient was experiencing heating sensation at the ipg site when charging. The patient underwent an explant procedure and was doing well postoperatively. No further information has been obtained despite good faith efforts.